Event description:
A customer reported issues with their insulin pump, which required charging more than 40% daily, had a button that needed to be pressed multiple times to turn on, and screen buttons that were unresponsive. Additionally, the iq function was not working properly, and the rubber door was broken. There was no adverse impact to the customer's blood glucose level. The customer declined further support from tandem technical support, and no additional actions were taken.